Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 401 mg/dl at the time of incident. Customer treated their blood glucose with the insulin pump. Customer's blood glucose was 279 mg/dl at the time of the call. It was also found the customer was feeling sick, had dry mouth and frequently urinating due to their high blood glucose. Troubleshooting found the customer's insulin pump passed a high pressure test. It was also found the customer's cannula was slightly bent upon removing their infusion set. Customer was advised to change out their entire infusion set, reservoir, and insulin. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.